Manufacturer narrative:
Product analysis :it was determined on analysis that the programmer was out of specification as the cursor jumps away from the stylus in the upper right part of the display. Due to not having parts to repair this instrument will be scrapped salvage. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.